Event description:
Reporter alleged blood glucose measured 95 mg/dl while on their relative's meter read 304 mg/dl. It was reported customer went to the emergency room (ER) as a result of the difference and the ER measured 305 mg/dl. Reporter stated customer was given insulin and oral diabetes medication for high glucose and two hours later tested 106 mg/dl so was released. A request was made for the return of the suspect device and replacement product was sent.